Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 479 mg/dl, 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pump. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer performed high pressure test and it was pass. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The summary narrative has been updated. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 34 mg/dl and 68 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was over delivering. Customer experiencing symptom such as shaking and sweating. Customer performed self-test and passed. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).